Event description:
It was reported that the device was used during a laparoscopic donor nephrectomy. It was reported that upon firing the device, the clips were malformed. The vessel was torn by the clip and bleeding occurred. Another device was used to complete the case. The device is not being returned. There was no add'l consequence to the pt.